Manufacturer narrative:
Additional cases associated with this article: 3025141-2019-00411: case 1, 3025141-2019-00412: case 2.

Event description:
Article: internal fixation of proximal humerus fractures with the polarus intramedullary nail, georgousis, miltiadis; kontogeorgakos, vasileios; kourkouvelas, savvas; badres, stylinaos; georgaklis, vasileios; badras, leonidas; acta orthopaedica belgica, vol. 76 - 4 - 2010, 462-467. Case 1: patient had iatrogenic traction injury of the radial nerve during reduction and insertion of the polarus nail; no revision surgery performed.